Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose (bg) reached 315mg/dl after wearing the pod between 24 and 36 hours. The patient was nauseous and went to the emergency room. The pod was deactivated and the patient was treated with fluids and magnesium.